Event description:
In 2008, new info was received from service site that the unit had no audio tone. Failure of no audio was confirmed and isolated to the main pcb.

Manufacturer narrative:
The mfg facility has initiated a corrective and preventative action associated with the confirmed failure.